Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions and quality control were conducted during the investigation. An analysis of the device could not be performed since the device was not returned. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. As reported, the customer believes that use error contributed to the failure of the devices as residents at the hospital were breaking and bending the wire. The IFU cautions the user when withdrawing or manipulating the wire guide through the needle tip as breakage may occur. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a guide wire from a triple lumen central venus catheter (cvc) set broke during a procedure. The wire was said to have gotten stuck inside the dilator. The product code and lot number are unknown. Additional information with regards to the patient and event has been requested but not provided at the time of this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: the physician stated this device issue is occurring due to a resident use error. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.